Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient was hospitalized for peritonitis. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. On (B)(6)2010, the patient was given a loading dose of vancomycin, cefidox and tezin intravenously. At the time of reporting, the patient remained hospitalized and continued on cefidox and tezin. It was unknown if the event of peritonitis resolved. Pd therapy continued. The patient?s medical history included end stage renal disease (esrd), hypertension and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.